Manufacturer narrative:
Philips service replaced the fire x board and restored the system to full operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that equipment was unable to trigger x-rays due to fdc card failure on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.